Event description:
During coil embolization of an a-com aneurysm, the physician tried to use orbit mini complex fill 3x6 coil as a framing coil, during a procedure, this coil was stretched. The orbit coil was removed as unit with the (mc) microcatheter. Other products catalog and lot numbers were unknown. The aneurysm size was 3.3x3mm, neck 1.2mm, neck to sac ratio was 1.2/3.2, and saccular. An adequate continuous flush was maintained through the mc at all times. The mc was not re-shaped prior to use. During the initial insertion of the coil delivery system, there was no resistance at any time during advancement of the coil through the mc, and the mc was not kink. The event did not occur during insertion through the microcatheter. During placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm. During the repositioning process, the coil was not utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. After repositioning, there was no resistance when the coil was advanced. The same microcatheter was not utilized to complete the procedure, and it is unknown the mc brand. Other than the reported event, no other damages were noticed with any other section of the device.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During coil embolization of an a-com aneurysm, when the physician tried to use orbit mini complex fill 3x6 coil as a framing coil, the coil stretched. The orbit coil was removed as unit with the unknown microcatheter (mc). There is no information available regarding catalog and lot numbers of other products used. The saccular aneurysm size was 3.3x3mm, neck 1.2mm, neck to sac ratio was 0.375 with no neck remodeling utilized. An adequate continuous flush was maintained through the mc at all times. The mc was not re-shaped prior to use. During the initial insertion of the coil delivery system, there was no resistance at any time during advancement of the coil through the mc, and the mc was not kink. The event did not occur during insertion through the mc. During placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm. During the repositioning process, the coil was not utilized like a guidewire, i.e. Left in the aneurysm sac while repositioning the mc. After repositioning, there was no resistance when the coil was advanced. The same mc was not utilized to complete the procedure, and it is unknown the mc brand. Other than the reported event, no other damages were noticed with any other section of the device. A non-sterile trufill orbit dcs was received coiled inside of plastic bag. The hypotube was inspected and kinks were found. The introducer was zipped, covering the support coil, gripper and embolic coil, no damages were observed over the introducer. The support coil was inspected and no damages were found. Embolic coil was still attached to the gripper. The od was measured and was found within specification. The embolic coil and the gripper were inspected under microscope and no damages were observed over the gripper; the embolic coil was found stretched. The functional analysis could not be performed due to the conditions of received product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13408881 subassembly lots 13380838 and 13372908 and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported stretching of the coil was confirmed. The cause of the damages found over the unit could not be conclusively determined, however neither the analysis nor the DHR suggest that it is related to the manufacturing process. Inspections are in place to prevent these kinds of damages leaving from the facility. It is possible that procedural or handling factors impacted the event; however, based on the available reported information, no conclusion can be made. Therefore no corrective actions will be taken at this time.